Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 138.5 cm and fractured approximately 139.0 cm from the proximal end. The embolization coil was detached from its pusher assembly inside its introducer sheath. The smart coil pusher assembly was fractured and, therefore, the smart coil could not be functionally tested. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked and fractured. If the pusher assembly is forcefully advanced against resistance during advancement, damage such as a kink may occur. If the kinked pusher assembly is further manipulated, damage such as a fracture may result. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced when attempting to advance the embolization coil. This may have contributed to the resistance experienced during the procedure. Separation of the two fractured segments will allow the pull wire to be retracted out of the distal detachment tip (ddt), and result in the embolization coil detaching from its pusher assembly. The root cause of the initial resistance could not be determined. The introducer sheath could not be removed from the fractured distal segment of the pusher assembly. The benchmark and non-penumbra microcatheter identified in the complaint were not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician placed multiple smart coils using a non-penumbra microcatheter. The physician then attempted to place another smart coil, however was unable to advance the coil within its introducer sheath. The smart coil was therefore removed. On the back table, the physician inspected the coil and was able to force it out of its introducer sheath, however, the smart coil became detached from its pusher assembly. The procedure was therefore completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.